Event description:
Patient sample was tested at medical center 3 times with the invader asr on 1/24/06. The initial result was heterozygous (het) genotype call followed by two wild type (wt) calls in separate runs. The lab director believed the het result was due to an abnormally large amount of dna used based on the signal strength. In other words. The discrepant result was likely due to technologist error rather than instrument or assay specific error. The clinician submitted an additional blood sample from the patient for testing the following week. The new result was a wt genotype call.